Event description:
Operator was punctured on finger while closing the lid of a sample cup. Operator was treated in the emergency room where the wound was cleaned and bandaged. Baseline blood drawn for hepatitis b and hiv testing. The most likely cause for this event was a flashing on the bottom of the sample cup.